Event description:
Dealer stated the left motor gearbox is not engaging all the way which results in a scraping noise. Dealer stated there were no injuries nor any issues of abandonment associated with the incident.